Manufacturer narrative:
There has been a previous report received where stalling has caused file separation. Since separation of a file could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability, per 21 cfr part 803. Battery (voltage breaks down under load) defective, replaced. Foot control 103243 (contact plate switches only on one side) defective, replaced with 184079. Micro motor sm8451 (we have found residues of liquids or oil in your motor when checking your device. Excess oil that remains in the contra-angle after maintenance is the most common cause of this defect. Please check your maintenance or cleaning process) defective, replaced with sm42381. Note: the covid-19 pandemic caused a disruption in normal business activities, resulting in late submission of this report.

Event description:
In this event, it was reported that a silver reciproc motor stops during use. The event outcome is unknown as of this MDR evaluation.